Event description:
Philips received a complaint from customer biomed reporting the foot of the cart is broken causing a v60 ventilator to become unstable. The device was in clinical use. There was no report of harm. A manufacturers product support engineer (pse) evaluated the device and determined the trolley (cart) anchor pins were broken and the feet were missing. The pse replaced the missing feet on the cart to return the unit to service. The device was verified as operational after repairs were completed.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17761.